Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Blood glucose level was 171mg/dl. A new cartridge was successfully loaded to address the issue.